Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history was not possible since the number was unavailable from the dr.

Event description:
An abutment broke in fucntion.